Manufacturer narrative:
The device was received for evaluation, and the cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection with no issues found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 360 mg/dl, 20 mmol/l between 49 and 79 hours of wearing the pod. On (B)(6) 2025, the patient woke up with a lot of pain, and in the morning received a notification that the maximum value of the additional administered sugars had been reached. The patient removed the pod and noticed a lump, which clearly had a lot of pus underneath. However, the pus did not come out. On (B)(6) 2025, the patient visited their general practitioner on the advice of the diabetes nurse. Upon arrival, it turned out to be inflammation, and the doctor referred to it as an abscess. The patient was sedated, and a drain was placed to remove the pus, and they cut it out with a knife. The patient returned the next day for a follow-up appointment. The situation had improved, but the patient did state the area still felt somewhat hard.

Manufacturer narrative:
Please see section d4 for corrected serial number previously listed as 740745.